Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock. The shock was attributed to oversensing of noise, and the patient was subsequently hospitalized. Technical services reviewed the event, discussed potential causes, and recommended that x-ray imaging be performed for further evaluation. At the time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced one inappropriate shock. The shock was attributed to oversensing of noise, and the patient was subsequently hospitalized. Technical services reviewed the event, discussed potential causes, and recommended that x-ray imaging be performed for further evaluation. At the time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to add field d6b. Explant date.